Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with downstream occlusion set alarm was not confirmed during product evaluation. The root cause of the reported problem was determined to be not identified. Quality engineering determined that there wasn't enough objective evidence to confirm the problem and the problem will be coded as product not evaluated and sensors not tested. Therefore, no repairs have been made at this time. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of "downstream occlusion set alarm".

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a downstream occlusion set alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.